Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that upon deployment of a vena cava filter, some filter legs were crossed. There was no reported patient injury.